Event description:
A patient's meter allegedly not powering on. The patient is unable to test on this meter due to the power malfunction. They did not report experiencing any symptoms at the time of the event. Information regarding treatment or medication was not provided. There was no evidence of an adverse event, based on the information provided. The customer care representative tired troubleshooting the meter yet the issue remained unresolved.